Manufacturer narrative:
Files were reviewed and the following was notated: very thin lens: 3mm according to scheimpflug imaging. The pid is well centered and locked appropriately, so no issue there. Some eye movement is notated after the capsulotomy and fragmentation were completed, but not during. The surgical video shows a good capsulotomy and fragmentation indicating no issues and safety margins were kept valid. Ultimately, the laser functioned appropriately and there is no indication the treatment caused the pc rupture. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that on procedure ID#: (B)(6), he experienced a pc rupture "with microbubbles suspended in the ac."